Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. Device evaluation and results: visual inspection confirms that one lug of the returned spigot is clearly bent. Functional test: it was not possible to assemble exeter spigot protector to the instrument. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier. During the injection moulding process, deformation of the spigot protector was due to the stop of the machine following an alarm and a restart of the production just after. A previous nc was raised for damaged spigots and this was escalated to CAPA investigation. All CAPA action items have been addressed and CAPA is now closed.

Event description:
Exeter stem trunnion protector was found to be deformed on opening of the box. Stem could not be mounted on the inserter handle. Surgeon had to insert stem by hand.

Event description:
Exeter stem trunnion protector was found to be deformed on opening of the box. Stem could not be mounted on the inserter handle. Surgeon had to insert stem by hand.